Manufacturer narrative:
Investigation completed on 01/07/2016. Returned to manufacturer on 12/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings. On investigation, the pump powered up to a dim and discolored verify screen. The keypad cover was torn below the ¿ok¿ button while all the buttons were responsive. Removal of the keypad cover did not find any contamination under the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on 01/07/201615.